Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va0ev5q, implanted:(B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation and the device was not helping with symptoms control suddenly. It was denied that the patient had fallen or had any accidents or trauma. The patient tried changing programs and increasing and decreasing stim but had no change. The patient programmer was being used. It could not be verified that the stim was on because the patient was in the shower at the time of the call. The patient would call for an appointment with their health care professional (hcp). The patient was last seen by the hcp in (B)(6) 2015. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.